Manufacturer narrative:
The customer complaint of flow accuracy could not be verified due to the product of material 2420-0007 not being returned for failure investigation. Related pump complaint record (B)(4) received the samples - but that investigation reported no administration tubing sets. There was one photo returned by the customer, of IV bags, but unfortunately this was not enough information to confirm the failure. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by customer that the clinician had administered a magnesium bolus, 4grams/100ml over 30 minutes. Following the bolus, a magnesium maintenance infusion (10grams/250ml) ordered dose was 2grams/hour, rate 50ml/hr and vtbi 250ml was programmed via interoperability and with a dual nurse sign off. Approximately 30 minutes after starting the infusion, the clinician noticed that the maintenance infusion was infusing at the bolus rate. No alarms were noted. More surveillance of the patient occurred due to the event, labs were repeated, and the magnesium level was within normal limits.